Event description:
Customer reported her adc blood glucose meter would not turn on with button press or with test strip insertion. Customer further reported that on an unspecified date she was hospitalized due to "high blood sugar caused by being unable to use the meter". No further information was provided by the customer because she disconnected the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
"Product problem" of the initial MDR was left unchecked. This report is being updated as part of a retrospective review of issues related to the reportable confirmed malfunction list. This section has been updated to reflect the correction.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The serial number of the meter is unknown; hence the date of manufacturer is unknown. The date of manufacture entered is the date abbott diabetes care became aware of the event. The date of event is unknown. The event date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.